Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead shows noise resulting in shock. Lead was also occluded. The sensing on the rv lead was adjusted to cover the noise. Lead remains implanted. Should additional information become available, this file will be updated.